Event description:
The motor drive was replaced by a nurse. There was no patient involved.

Manufacturer narrative:
A1-a6: no patient involved. B5 narrative information updated. D3 manufacturer information corrected. H2 - follow-up type correction and additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
A1-a6: no patient involvement. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a high temperature m6 error notification occurred on the centrimag motor. The device was replaced by a nurse.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a m6 alarm was not confirmed as no log files were submitted for review and the centrimag console was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the centrimag operating manual and instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.